Event description:
Adequate hemostasis of the right groin impaired by failure of perclose device to perform properly. The device during deployment malfunctioned and was not able to be removed. Surgical dissection of the device from the artery was performed. Right femoral artery was repaired.